Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 28 mg/dl. The customer was unconscious and his wife was unable to wake him up. The customer stated that he may have taken too much insulin prior to going to bed that night. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct as well. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.